Event description:
It was reported that: "cutting a steinman pin out of the variax foot set with the k-wire cutter. A piece of the cutter broke around the screw that keeps the k-wire cutter together."

Manufacturer narrative:
Device not yet returned for eval. Investigation in process, but not yet complete.